Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The mother stated that the she has changed the battery multiple times in the past five days. Troubleshooting was performed and the customer had a weak battery before the insulin pump died out. Advise the caller to use recommended batteries. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.